Event description:
Further information was received indicating the device was reprogrammed on (B)(6) 2019 and the event was resolved. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow up, post-paced t-wave oversensing was observed. Reprogramming is anticipated at next in-clinic visit. The patient was stable.